Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, the likely cause for the overheating was corrosion and problems with the motor assembly and bearings, which were replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece overheats. The account advised pt involvement and adverse consequences are unk, but no incident reports were filed or brought to attention.